Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted that the stent implant was loose on the distal shaft, confirming the reported information. The full length of the stent implant was slightly mangled. The stent implant was coned shaped with the distal end being more expanded then the proximal end. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The hypotube was kinked 23.5 cm distal to the strain relief tubing and 5mm proximal to the guide wire exit notch. The hypotube was bent 10, 15.5, and 26 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The outer diameter measurements of the stent implant were not taken due to the damage. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. As the stent was noted to be expanded, it is possible that after the stent was expanded in the lesion, the balloon interacted with the stent, subsequently pulling the stent back with it during retraction of the stent delivery system (sds). Further interaction with the moderately tortuous and calcified lesion during retraction likely contributed to the damage noted to the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported difficulties could not be determined. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter during manufacturing. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was located in the moderately tortuous and moderately calcified first diagonal of the left anterior descending artery (lad). The lesion was double wired and a 2.5 x 15 mm promus stent was positioned in the lad and advanced to the diagonal. The stent was thought to have been deployed at the lesion. However, when the device was removed from the patient, it was noted that the stent remained on the shaft of the delivery system and the stent was accordianed. No adverse patient effects were reported. No additional information was provided.